Event description:
During procedure, vessel sealer was being used. The vessel sealer reportedly registered a recoverable fault message immediately followed by arterial bleeding. Case was converted to an open case. Bleeding was controlled.